Event description:
Event: off medication for approx 1 year. Pt was hospitalized for 2 months last year due to infected port. This is wsp first fill for pt start date is unk. Freq: take 1 capsule by mouth daily for 21 days followed by 7 days off. Prescriber contact info: (B)(6).